Manufacturer narrative:
A review of the device history records has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease folding, brown particles and underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: an unidentified sharp opening on the radius due to an unidentified (tear) opening.

Event description:
Physician reported right side ¿rupture¿. The device has been explanted.